Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide customer must properly cycle the cartridge. Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support (tts) and no issues were identified. Customer changed the pump supplies and successfully resumed insulin therapy. Reportedly, the customer failed to properly cycle the cartridge. Tandem clinical support informed customer that not properly cycling the cartridge, is off label per the user guide. Customer¿s blood glucose (bg) level was 150-200 mg/dl.